Event description:
A report was received that during the patient's trial period, the device had shifted and was hitting the sciatic nerve. The patient had the trial stimulator removed and stated that it felt like the nerve was also pulled out.